Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of the following event through device tracking. Based on the information received, a perceval valve size 23 was implanted on (B)(6) 2023. As reported, the patient passed away on (B)(6) 2023. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model # icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model # icv1209 perceval heart valve at the time of manufacture and release. Based on the limited information available, a definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.